Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device started to work worse. The knife didn't work well anymore. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.